Manufacturer narrative:
Results - a conclusive root cause could not be determined for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast visible in the guide wire lumen. The stent implant was loose; the distal end of the stent implant was on the proximal marker. There were crimp marks on the balloon and between the markers. There was one flared strut on the proximal end of the stent implant. There was no other damage noted to the stent implant. The balloon was tightly folded. The tip was separated 1.5mm distal to the tip seal. The separated edge of the distal seal was stretched. The separated soft tip was not returned. There was no damage noted to the sds. The protective sheath was not returned. The outer diameters of the stent implant were measured with a laser micrometer and were oversized. Product performance engineering reviewed the incident info and analysis of the returned sds. The sds was not consistent with the reported complaint. The stent implant was found loose on the sds and there was blood and contrast in the guide wire lumen. Based on historical data, stent dislodgement/loose stent can be the result of, but not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, forced sheath removal, or interaction with other devices and/or anatomy and lesion morphology. In this instance, the sds was returned with blood and contrast visible in the guide wire lumen. This visual evidence indicates that the sds was at least introduced into the anatomy. In addition, the stent implant was loose and moved to the proximal end of the sds with the distal end of the stent ending up at the proximal marker. However, there were crimp marks on the tightly folded balloon. This visual evidence indicates that the stent implant was properly and adequately crimped during MFR. There was a flared strut on the proximal end of the stent implant. This type of observation can be the result of the sds meeting resistance during removal, or contact with the lesion. The dimensional analysis of the stent implant indicated that the stent outer diameters did not meet mfg criteria (over-sized). Since, the crimped stent was reported dislodged and found loose, this over-sizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the sds. The protective sheath was not returned which may have been helpful during analysis. However, a conclusive root cause for the stent dislodgements/loose stents could not be determined. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Report rationale: stent dislodgement/ no medical intervention has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the product was opened, the stent was found to be dislodged from the balloon. There was no pt involvement with this device. No add'l event or pt info is available.